Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple pump error, blank display, self-test did not passed. The customer¿s blood glucose value was 170 mg/dl at the time of incident. The customer was reported that insulin pump had blank display after receiving new battery cap. The customer was reported that they able to clear the alarms. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.